Manufacturer narrative:
Plant investigation: the blood leak detector was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned part did not find any visible issues with the cuvette. No physical damage, discoloration, or deposits were found. The blood leak detector was connected to the test machine and the machine was put through rinse mode and dialysis mode with no found issues. The machine self-test passed. The investigation into the cause of the reported problem was not able to confirm the reported failure mode. The fst who performed the onsite evaluation of the machine reportedly replaced the blood leak detector as a precaution. No problem was detected during testing of the returned component and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). Evaluation results revealed that the machine¿s parameters were within specification. The fst was unable to duplicate the reported issue. As a precaution, the fst replaced the blood leak detector module. Following the evaluation, the machine underwent and passed all functional testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to confirm the reported failure mode.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment, at the top (arterial end) of the device. The blood was also observed flowing out of the arterial dialysate line. The machine, a fresenius 2008t, did not alarm. Fresenius bloodlines were used for the treatment. The use of blood leak test strips was reportedly unnecessary. There was no reported damage identified on the dialyzer. After identifying the blood leak, the rn manually stopped the blood pump and discontinued the treatment. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The machine was pulled from service for evaluation, and the patient completed treatment after being re-setup with new supplies on a different machine. The biomedical technician at the facility inspected the machine and found everything to be working, including the blood leak detector. As a precaution, a fresenius field service technician (fst) was called onsite to perform an evaluation of the machine. The machine underwent and passed all functional testing performed by the fst. As a precaution, the fst replaced the blood leak detector module. The dialyzer was reportedly available to be returned to the manufacturer for evaluation.